Manufacturer narrative:
Model number/catalog number: 72018201. Serial number: n/a. Batch/lot number: 1100348885. Model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length too short may have been due to a potential measurement error. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) length was reported to be too short. A surgical procedure was performed, during which the ipp was replaced. No patient complications were reported.